Manufacturer narrative:
Unit was received with motor error alarm during basic occlusion test and unable to prime due to faulty fsr(gold).pump passed idle current test, run current test, self test, off no power test, a21 error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unable to verify excessive no delivery alarm due to prime anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call, they were having issues with the insulin pump not delivering insulin as it continues to alarm no delivery during manual prime. Customer's blood glucose was 116 mg/dl. Customer changed the set and the batteries, however the insulin pump is still alarming no delivery during manual prime. Troubleshooting was performed. Alarm was cleared. Customer was advised to disconnect and reconnect the reservoir and the infusion set, then to manually push insulin using the plunger, and verify insulin exited. Then to perform manual prime on with the insulin pump and it did not alarm no delivery. Customer was advised the insulin pump was working as designed. However customer requested the insulin pump to be replaced as customer believed there was something wrong with the device. Customer was advised to discontinue use of the device and revert to back-up plan per their health care provider's instructions. The insulin pump was returned for analysis.